Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection showed break in insulation. Functional inspection was not performed due to break in insulation. Probable root causes could be user mishandling; improper cleaning or sterilization (3) the device got in contact with a sharp object. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.